Event description:
It is reported that the device was implanted on (B)(6) 2007 and that the pt was revised on (B)(6) 2008 due to deep infection.

Manufacturer narrative:
(B)(4). Eval summary: cause cannot be definitively determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection.